Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the surgeon reports multiple incomplete seals with the vessel sealer extend (vse) instrument. The surgeon stated that during multiple procedures using the vse, the target tissue would continue to bleed after the sealing process, specifically on the inferior mesenteric artery (ima) during left colectomy procedures. Specific hospital/surgeon names, procedure/event dates, and instrument details were not provided. The surgeon would always over-sew the target vessel to ensure hemostasis. It was reported that this scenario would happen "multiple times, but not every time" the surgeon also adjusted the generator during the vse use. During sealing he would use the vse with the e-100 generator on "named" vessels, but then started switching over to the erbe generator. When the vse seal would be insufficient, the surgeon would not re-seal with the same vse instrument. The surgeon explained that the seal would not be "trusted" with the same instrument. After a while, the surgeon decided to switch back the use of the vse with the erbe generator on vessels. The surgeon further explained that vse use with the e-100 would work "fine" on mesentery as there are not many vessels on this structure, just tissue and fat. The surgeon was not sure why the erbe generator was noted to be working "better" as compared to the use of the e-100 generator but it was speculated that the erbe generator had a longer seal time. Typically the ima is dissected out first using monopolar energy prior to sealing with the vse, so the ima is the first energy activation with the vse. It is noted that the surgeon typically seals once on the specimen side, and then moves the vse proximally but still overlaps the previous seal and then seals again for a total of two seals. It is ensured that tension is relaxed on the vessel before activation is started. Cleaning of the instrument is not usually required due to the ima being sealed first and lack of buildup. Skeletonization of vessels is frequently utilized in the surgical approach before sealing. If there are any calcifications, they are recognized, and are over-sutured on that particular vessel. Electrolube is not used on this instrument.